Event description:
During an ophthalmic procedure, this unit flashed an error message on the screen which had to be manually cleared or would clear on its own. In addition, the physician reported low aspiration. The procedure was delayed approx 20 mins. There was no report of pt injury.